Event description:
This report is 1 of 2 for the cryosolutions pen used during this event and is linked to mfg number 3014334038-2024-00136: a facility reported that the user tried to connect a new cartridge to the cryosolutions pen/cryosolutions set with 1 cartridge/1mm tip (33510) and the contents of the cartridge started spilling/spewed out. The customer suspects that the defect is the pen. It was reported that no patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cryosolutions set with 1 cartridge/1mm tip (33510) was not returned for evaluation after several good faith effort attempts have been made to retrieve the product; therefore, and evaluation of the device could not performed. The device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. The product serial number indicates a manufacture date of 2019. Damage to the o-ring may occur due to wear over multiple years of use. Gas can also escape if a new cartridge is installed incompletely. The cartridge must be screwed in quickly and completely. Protective gloves must always be worn when handling cryosolutions products. A definitive root cause of the reported issues could not be determined. If addition relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.